Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name and contact information?

Event description:
It was reported that after emergency c-section the patient underwent a surgery for a perforated bladder on unknown date and the mesh was implanted. It was also reported that the patient experienced an immediate problem with urination, could not urinate, and was sent back to or for sling adjustment. From that time, the patient is experiencing fatigue, constant pain, frequent urination, overactive bladder and continuous utis and unable to empty bladder. The patient was told by the doctor that there is nothing more they can do except give pain medication to ease symptoms. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/07/2019.